Manufacturer narrative:
No radiographs provided, no product returned. Review of explanted device photographs are inconclusive. The lack of thread damage reviewed and the report that reduction instruments were used to supplement final tightening suggests a procedural error as the possible cause for the lock screw movement. Manufacturing review: review of the device history records of all devices notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation " warnings, cautions and precautions "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip. Ensure there is enough rod overhang when final tightening, and do not lock down on the conical portion of the rod. Failure to do so may lead to improper lock down of the construct. It may be necessary for the surgeon to add length to the rod, depending upon patient anatomy and desired lordosis." Device not received.

Event description:
On (B)(6) 2016 a male patient reportedly underwent posterior fixation at l4-l5 spine level. A week later, CT images showed a lock screw had loosened. Revision surgery was performed on (B)(6) 2016 replacing two lock screws and rod. No patient injury was reported.